Manufacturer narrative:
Product event summary: analysis confirmed the cable is frayed. Analysis also found the label coating is missing.

Event description:
It was reported that the cord on the radio frequency programmer head was frayed. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2090 programmer. (B)(4).